Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the returned device analysis confirmed the reported tip separation. The failure to advance and resistance was not confirmed as it was based on case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). As no guide wires were able to cross this lesion, the lesion will be treated via medical management with medication until a future intervention date can be set to treat this lesion. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 95% stenosed lesion in the non-tortuous right posterior tibial (pt) artery (at the right ankle joint) that was obstructing distal flow. A 5.0mm x 120mm x 150cm armada 18 otw balloon dilatation catheter (bdc) was prepped without issue and was advanced to the lesion without resistance. When inflating the device to nominal pressure, a leaking of contrast was noted at the guide wire exit notch then the balloon ruptured. Dilatation was considered completed and the bdc was withdrawn without difficulty. No other issues were noted with the armada bdc. An attempt was then made to cross the lesion with a hi torque (ht) command 300cm guide wire, but this device failed to cross due to patient anatomy and was withdrawn without further issue. An attempt was then made to cross with an ht 018 connect 250t 300cm guide wire, but resistance was felt and this device also failed to cross due the anatomy. The ht connect was retracted without difficulty. An attempt was then made to cross with a 014 ht winn 200t 300cm guide wire by attempting to torque the guide wire past the lesion (with no force applied during advancement, however, the ht winn was difficult to torque, did not cross, and the tip separated and resides in the ankle area. The remaining proximal portion of the winn guide wire was withdrawn without difficulty. As the physician felt that the separated tip was not a threat to the patient, it was left in the anatomy with no intervention attempted and no interventions planned to retrieve the tip.